Manufacturer narrative:
Device is combination product. A synergy ous mr 4.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination identified damage to the mid- section and the distal end of the stent. The distal stent struts in rows 1 and 5-8 were lifted and pulled in a distal direction. The damage at both points of the stent is consistent with the device being caught in a severely calcified lesion while withdrawing from the patient. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. The tip was found to be flared at the distal edges which most likely occurred during advancing attempts in the procedure. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17may2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilation with a 2.0 x 15 non-bsc balloon, a 4.00 x 20 mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.